Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145737.

Event description:
It was reported that the patient presented in clinic with sepsis infection developed and the right atrial (ra) lead exhibited vegetation. The ra lead was explanted. Further information was not provided.